Manufacturer narrative:
(B)(4). The bwi failure analysis lab received the device for evaluation. Upon receiving, the catheter was visually inspected and it was found in normal conditions. However during a second visual inspection during the analysis small reddish particles were observed inside the pebax area. Per this condition a scanning electron microscope (sem) testing was performed over the area and it was found that there was evidence of rupture induced by an unknown object at the pebax and pu transition. This condition might contribute to the filtration of the reddish material observed inside the pebax area. The catheter was tested for electrical performance, temperature response and generator compatibility and it was found within specifications. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding blood at catheter tip has been confirmed since it can be related to the reddish material observed inside the pebax area. Based on available analysis results cannot be identified whether the issue is related to an internal or an external cause.

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a smart touch bidirectional catheter. The physician pulled the catheter out of the body. It was noticed that there was blood in the catheter tip. There was no other indication of an error being displayed. There were no issues related to temperature or flow on the catheter. The generator was set at power control mode at a maximum of 35 watts. They were using heparin. The procedure was completed with no patient consequence. Foreign material was reported underneath the pebax. However, there was no information that there was any damage to the pebax integrity. Therefore, this originally reported issue was assessed as not reportable as the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster failure analysis lab discovered on (B)(6) 2016, the external surface exhibited evidence of rupture between the polyurethane (pu) and the pebax. Therefore with this issue, the patient was at risk of issues such as thrombus due to potential of being exposed to internal parts of the catheter. The awareness date was reset to (B)(6) 2016.